Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Device analysis revealed that the device battery was found to have been depleting normally commensurate with the device programmed settings throughout the time the device was implanted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.